Event description:
The customer stated that she had been experiencing low blood glucose levels. The customer reported a blood glucose reading of 135 mg/dl during the call. Troubleshooting was performed and the insulin pump was programmed correctly. The amount of insulin left in the reservoir was the same as the status screen. The insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.